Manufacturer narrative:
Manufacturer¿s investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2009. It was reported that the patient had two e. Coli strains (one of which is resistant to cipro), proteus mirabilis (susceptible to cipro), and staph epi. Patient used to be on suppression cefdinir, bactrim, and cipro. On (B)(6) 2018, there were small amounts of purulent-appearing drainage coming from around the driveline near the exit site that was positive for non-extended spectrum beta-lactamases e. Coli (susceptible to cipro and resistant to bactrim). Patient will continue meropenem for long term suppression as e.coli isolate was ertapenem resistant. Patient was on prolonged IV antibiotics. No further information was provided.